Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell on the floor and the touch screen became shattered. Customer was unable to see the touch screen due to the shattered screen. Customer's blood glucose was 224mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.